Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported post a stenting treatment procedure, the patient expired. (B)(6) 2013, the patient presented with stable angina and cardiac catheterization was performed on a 99% stenosed de novo 10mm long target lesion located in the proximal left anterior descending artery (lad) with a reference vessel diameter of 3.2mm. The lesion was treated with pre-dilation and placement of a 3.0x16mm promus element plus stent, resulting in 0% residual stenosis. (B)(6) 2014, the patient presented with left lower extremity ischemia and gangrenous toes. The patient had been on antibiotics and noticed her toes "turning black." Examination revealed mild erythema over the distal left lower extremity, including ankle and foot; second and third toes were partially gangrenous, and the left foot was slightly cooler than the right. No pulses were detectable in either foot. X-ray of the foot indicated diffuse osteopenia, treated medically with IV antibiotics, dilaudid, zofran. The patient developed hypotension; confusion and mild hypoventilation were treated with oxygen. Bilateral lower extremity arteriogram revealed severe vascular disease with a single patent vessel to the left foot. The patient underwent left mid superior femoral artery stenting and left popliteal artery balloon angioplasty. Echocardiogram revealed mildly dilated left atrium, moderate mitral regurgitation, severe tricuspid regurgitation, trace aortic regurgitation, trace pulmonary valve regurgitation, mild pulmonary hypertension, and a large left pleural effusion. Four days later, left below knee angioplasty was recommended. Chest x-ray indicated new severe infiltrate in the right lung and mild residual left peripheral infiltrate. Later that evening, the patient was found unresponsive in systolic cardiac arrest. Advanced cardiac life support measures were performed, including CPR and intubation for assisted mechanical ventilation. Despite maximum vasopressor support, adequate perfusion was not able to be maintained despite circulatory return. The patient was unresponsive with occasional myoclonosus due to respiratory failure and profound shock. Code status changed to do not resuscitate and within a few minutes, the patient suffered another cardiac arrest at which time the patient was not resuscitated. The following day the patient expired while on the ventilator. Per death certificate, the immediate cause of death was cardiogenic circulatory shock; secondary cause was chronic heart failure. An autopsy was not performed.